Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) the device was returned to the factory for evaluation on 08/05/2021. An investigation was conducted on 08/11/2021. A visual inspection was conducted. Signs of clinical use and no evidence of lood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the seal or the tension spring assembly. Measurements were taken of the delivery device; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A second device was opened to complete the case. No patient injury reported.